Event description:
It was reported that the bd nano¿ 2nd gen pen needles was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported needle clog during injection, consumer does not prime. Consumer does not re-use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-may-2023 . H6: investigation summary the customer returned (3) 32g 4mm pen needles, reporting needle clog. The pen needles were visually inspected and observed a bent cannula npe on all three samples. Most likely the customer complaint needle clog occurred due to a bent npe cannula. As the samples returned were open, the root cause cannot be determined. Based on the samples returned, embecta was able to confirm the customer-indicated failure as a bent cannula npe. A lot history review was carried out and no related nonconformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause cannot be determined, as the returned samples were opened.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported needle clog during injection, consumer does not prime. Consumer does not re-use.